Manufacturer narrative:
A ge representative evaluated the system and performed a filament calibration. System operates as intended. In additional information received via e-mail, the ge representative stated there was no aro event, filament error occurred after taking exposure.

Event description:
The customer reported the system intermittently displays a filament error after taking an exposure. No pt injury was reported.